Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported the starter hole was off center in ten wafers. Photos depicting the reported complaint issue were provided by the complainant.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Returned sample evaluation: there is a photograph associated with this case an in this, the reported defect can be seen. No unused returned sample was received. Conclusion summary of the related event: based on the analysis performed, even thought there was an increasing tendency of complaints related to ¿off center starter hole¿ during 2018 and beginning of 2019, the updated data shows a positive tendency after the corrections executed to the ats#1 and ats#2 machines. Current quality and manufacturing controls have demonstrated to be adequate and effective since no non-conformances have been generated during the production process associated to the same failure from january 2018 to september 30, 2020. Also, this failure mode will continue to be monitored by the leadership during the CAPA review board (monthly) and management review (biannual) for track and trending. No additional action is considered necessary for this record. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.